Event description:
On (B)(6) 2011, pt reported the down button on her infusion device began to malfunction. Pt stated she does not recall what she was doing when she discovered the issue. Pt reported, the issue occurs sometimes when she is programming a bolus and sometimes when she is adjusting her basal rates. Pt stated, the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.